Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had compromised force sensor system. The customer's blood glucose was 48mg/dl and the customer was treated with juice ton keep his blood glucose level elevated. The pump is not coming back for analysis.